Manufacturer narrative:
The additional devices referenced are filed under a separate medwatch report numbers. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an interventional leak procedure for an abdominal aortic aneurysm. Reportedly, the suture of the first device broke when the plunger was removed. The sutures of two more proglide devices were successfully preplaced. During the introducer exchange, the proglide suture at the 10 o¿clock position came off and fell to the floor. The sheath was upsized to 19f and the procedure was completed. The remaining proglide suture was tightened. An additional proglide device was used and a suture break occurred when the plunger was removed. Thirty two minutes of manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.